Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported button tactile issue was not duplicated. The pump powered up with auditory and vibratory features. All the buttons responded properly and no contamination was found under any of the button contacts. Unrelated to the reported button issue, the display was found to have a pinkish contrast.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿up¿ and ¿down¿ arrow buttons were under responsive. The reporter stated that there was no evidence of moisture or corrosion in the pump this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.